Event description:
Per the complainant, the gastrostomy tube's balloon leaked (deflated) which lead to formula entering the peritoneum. The pt died in 2008. This was the third magnaport placed surgically into the pt. The first was about approximately 16 days prior to death. The second was placed about 3 days later. All balloon leaked.

Manufacturer narrative:
Abbott nutrition spoke with the physician on 07/18/2008 and 07/22/2008 at the hosp to clarify info. The first tube was placed about 16 days to the pt's death, and came out approx 4 days later. The physician placed a foley catheter into the stoma tract at the bedside about 4 days later. It was indicated that the stoma lumen was patent and there were no difficulties inserting the tube. The physician then aspirated gastric contents to verify the proper tube location, i.e. Stomach. This tube fell out about 2 days later, and was reinserted by a nurse at the bedside in the same day. It was unk if tube placement was verified at that time. Nor was it known if the pt was fed after this tube was re-inserted. Later another physician found that the contrast was leaking into the peritoneal cavity. The abbott tube was removed and replaced with a non-abbott tube. At approximately 11 days later, the pt expired. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.